Manufacturer narrative:
H10: h6: we have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors that can contribute to the reported event include the wound contact layer raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when using the allevyn life dressing for prevention of a pressure injury, the dressing had lack of adhesiveness and was displaced from the applied place and caused local hyperemia. A back-up was available and no additional treatment was required to treat the condition. A delay greater than 30 min was reported. Additionally, there have been further issues with other dressings like inadequate adhesion, movement of the dressing, silicone residues left in the skin or in the liner of the dressing, but it is unknown how many patients were involved.